Manufacturer narrative:
Concomitant medical products: 5076-52, lead implanted (B)(6) 2014; 4965-50 lead; 5071-53 lead implanted (B)(6) 2014 product event summary: the distal segment was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple inappropriate therapies due to noise caused by a fracture of the right ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.